Manufacturer narrative:
The technician found that the head drive was worn. He replaced the head drive screw assembly to repair the bed.

Event description:
The account stated that the head section will not rise with weight on the bed. The head section will drift down overnight.